Manufacturer narrative:
Additional information: device manufacture date provided. Correction: device part number and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported the issue was resolved during the trouble-shooting on-line with a medtronic representative on (B)(6) 2016, there was no problem with the controller battery. The hw limit was released and ¿envelope¿ performed. This did not occur again. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site representative, that while trouble-shooting their surgical MRI system motion control, the symptoms were that the magnet did not move in out or up down. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.